Event description:
It was reported to nuvectra that on (B)(6) 2016, the patient was unable to received stimulation due to charging issues with the stimulator. On 10 november 2016, a nuvectra representative met with the patient and resolved the charging issues with troubleshooting. The patient received stimulation. On (B)(6) 2018, it was reported to nuvectra that the stimulator was explanted due to the ongoing charging issues. The patient is receiving stimulation following the stimulator replacement.